Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient receiving lioresal [2000 mcg/ml] at a rate of 876.6 mcg/day via intrathecal drug delivery pump for intractable spasticity and head/brain injury. It was reported that the consumer's family member stated that they aren't sure the system ever worked from the time of original implantation date to the date of the catheter revision. Per the consumer and family there had been studies in the veterans affairs where the device was originally managed but they were not able to remember what all had been done in terms of diagnostics/troubleshooting. The catheter was removed and replaced and it was unknown if the issue had resolved. No further information was reported and no complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.